Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional information: b.5, d.6b, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional information: d.9, h.3, h.6 device evaluation: analysis of the returned device identified: crease fold, opening on posterior and wear abrasion. Leak test and microscopic analysis was performed which identified: crease smooth opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: crease smooth opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.